Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having issues registering a patient as the system was throwing a low performance message during which they could not track some instruments. The patient only had one exam for the patient but reportedly had a lot of patients on the system. After restarting the system the low performance message went away but they were unable to track consistently. The site found they were able to track their shaver but unable to track anything that involved using an instrument tracker. They had two instrument trackers in use and saw the same issues on both. They were particularly unable to track when navigating inside the sinuses. No resolve when trying to use other ports on em interface. Site was using a flat emitter and said that the instruments were halfway between near and far on the tracking window. Site decided to navigate the shaver but otherwise stop stealth usage. There was no reported impact to patient outcome and a reported delay of 30 minutes.

Manufacturer narrative:
Software data was received and analysis confirmed the reported event. Logs captured multiple "cleared user-facing low performance warning" and posted low performance warning to user during the registration task which caused the reported behavior. Also, the thousands [of] coil noise were observed which might have caused the issue for the tracking of the instruments. Previously reported code, b01, is applicable as well as newly reported codes, c10, and d18. Additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.